Event description:
The customer reported that the system's cine drive failed to operate as intended. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative tightened the cine drive connections. The system was tested and found to be working as intended and put back in service.